Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion, the patient experienced pain, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. The patient underwent mesh revision/removal on (B)(6) 2004 concurrently with transvaginal ureterolysis. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation to treat stress urinary incontinence, with concurrent procedure of laparoscopic assisted vaginal hysterectomy. It was reported that patient underwent mesh revision and removal on (B)(6) 2003 with concurrent procedures of urethral lysis due to retention and urethral stenosis. It was also reported that patient had excision of mesh on (B)(6) 2004. In addition, patient had mesh revision on (B)(6) 2004 due to bladder obstruction. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed incontinence and urgency.

Manufacturer narrative:
(B)(4). Narrative: it was reported that following insertion the patient experienced atrophic vaginitis.